Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the keypad of the two large volume pump modules will be replaced. There was no reported patient involvement.